Event description:
It was reported that a patient with this implantable cardioverter defibrillator (ICD) had received inappropriate anti-tachycardia pacing and a shock. The ICD was reprogrammed to avoid future inappropriate therapy and no adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.